Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history lot part: 03.010.410 lot: 9221060 manufacturing site: (B)(4) release to warehouse date: 26.jan.2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation selection investigation site: (B)(4) selected flow: 5. Broken visual inspection: the evaluation has shown that the laser weld on top of the handle is broken. Therefore the handle is separated from the shaft. The evaluation has shown that the device is in a used condition, there are marks of hammer blows visible. Dimensional inspection: not required per selected investigation flow in w-m-s080 appendix a as root cause is use related. Material review: the material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. The laser welding was performed according to the specification without any reported non conformities. Summary: the received condition of the instrument is concordant with the complaint description and the complaint condition is confirmed. This was manufactured in january 2015 according to the specification. The evaluation has shown that the laser weld on top of the handle is broken. Therefore the handle is separated from the shaft. The evaluation has shown that the device is in a used condition, there are marks of strongly hammer blows visible on top of the instrument. Therefore it can be assumed that these damages of the instrument did lead to the breakage of the weld. However, due to other complaints of the same nature CAPA-(B)(4) was opened and as well a field safety correction action by hhe-2016-161 was initiated with recall ref. (B)(4) for this part. A corrective and/or preventative action, field safety correction action and recall are already launched. See related action. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: initial reporter is a synthes sales consultant. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the blue handle of new impactor for proximal femoral nail advance (pfna) blade instrument came off in operating room (or) during on a pfna nail for proximal femur fracture procedure. No fragments were generated. There was a twenty (20) minute surgical delay. The procedure was completed successfully using a new instrument taken from storage. Patient outcome was unknown. This report is for an impactor this is report 1 of 1 for (B)(4).